Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no indication of a lot-specific product quality issue. A definitive cause for the reported sgc leak (loss of fluid column during sgc preparation) could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The clip delivery system referenced is filed under a separate medwatch report number.

Event description:
This is being filed to report the leak in the sgc. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. During preparation, the steerable guide catheter (sgc) failed to hold column therefore it was replaced with a new sgc. The clip delivery system (cds) was advanced to the mitral valve however the clips arms rotated without manipulation of the cds and became caught in the chordae. The clip was able to be freed without issue and implanted, reducing mr to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.